Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. A review of risk management files found that the reported failure was documented appropriately. A review of the drawing, found that the t should be fully intact with device. A review of the instructions for use, revealed the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during meniscus tear repair the ultra fast-fix implant failed. The device had to be removed from the patient and no further information is available regarding how the procedure was completed or if there were further complications. A 20 minute delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.